Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed s reflective of the time zone of the country of the event.

Event description:
It was reported that the customer's blood glucose (bg) level was less than 18 mg/dl. Reportedly, the customer's dexcom sensor fell off, stopped sensor session, and customer delivered boluses via pump for food intake based on 'gut feeling'. The customer delivered the intended bolus amount; however, too much insulin was delivered. Customer consumed carbohydrates to address bg. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline fluids. Customer was released from the hospital on may 9th, 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Recommendation was made to consult with healthcare provider regarding diabetes management.